Manufacturer narrative:
Vegetations. Device evaluation anticipated, but not yet begun. The device history record (DHR) review is currently in process. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was a gram negative organism.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 2 years. Through follow-up with the health-care provider, it was learned that the explant was due to development of endocarditis secondary to gram negative organism. Preop tee demonstrated vegetation on the inferior side of the aortic valve. At catheterization, he had minimal coronary artery disease and no aortic insufficiency on echo. Ejection fraction 45%. Operative findings showed vegetation on the aortic side of the valve. This was removed and appropriately cultured. Additional vegetations were seen on the ventricular side of the valve. There was no infection into the annulus which was in good condition.

Manufacturer narrative:
Evaluation summary: moderate vegetation-like growth was evident at the inflow aspect and the outflow aspect at all three leaflets. The vegetation like growth restricted mobility in the leaflets and possibly led to stenosis. No inconsistencies detected in the x-ray, as the wireform is intact. The device was received and the reported findings were confirmed through evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event.